Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2016. The cause of death was heart failure. The caller stated that the customer had diabetes related heart failure. The customer went to the hospital because she had chest pain and lung issues. It was discovered that her heart's main artery was pinched and blocked. The customer was placed on ventilator due to cop. The customer also had kidney failure. The caller did not know the customer's blood glucose at the time of death, but, the caller stated that it had been running in the 200 mg/dl range. The customer's last recorded blood glucose value was 94 mg/dl. The customer was not wearing the insulin pump at the time of death; it had been disconnected on (B)(6) 2016. She was being given insulin intravenously; she was on pain shots that had steroids and that raised her blood glucose a little. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was returned with depleted energizer alkaline battery installed. The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with debris under the display window. Data analysis: the download history file lists data on (B)(6) 2012 time/date change old value (B)(6) 2012 03:29:16 to new value (B)(6) 2016 05:44:00. The download history file lists data from 12/02/2016 to 02/01/2017. No data listed for (B)(6) 2016.